Event description:
Throughout the day the customer received blood glucose readings of 202,415,390,379,240 and 200mg/dl on the contour next link. He adjusted insulin accordingly. He became unconscious and was taken to the hospital by ambulance. Further information was not provided. The customer was advised to return the test strips for evaluation. New strips and meter were sent to him.